Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed a step during testing. The device was not in patient use. The device's flow sensor assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that a flow sensor assembly failed testing and was replaced. The flow sensor assembly was not replaced. The device was recalibrated to address the issue.